Event description:
It was reported that during a da vinci si total benign hysterectomy procedure a wire on the mega suturecut needle driver instrument was sticking out at the distal end. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The customer initially reported wire sticking out at distal end. However for clarification, the nonconformance was a broken grip cable. The broken grip cable stuck out at the wrist. The idler pulley spun freely and exhibited pulley face and rim damage. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.